Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that when the patient tried charging her ins it took her a few attempts to connect to her ins with excellent or good connection. Pss reviewed proper positioning of the rtm and good charging habits with the patient, including using the belt. Patient stated that she did fall out of bed a few days before she started having connection problems but her rep checked her internal components after the fall and told her that everything looked fine. During the call, the patient checked the equipment and found no damage. Patient to call back if the situation gets worse. Patient stated that due to her settings her ins depletes quickly since date of implant and she charged daily. No further complications were reported/anticipated.

Event description:
Additional information received from the consumer reported that they have had three meeting where their programs were adjusted, use of the belt was discussed and education was given about maintaining excellent status when charging. The patient stated they still have to charge two or more times daily and the issue was not resolved. No further actions were planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.